Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Cite: flood m g, wie b j, sullivan m p (may 05, 2022) perforation of the knee joint following antegrade intramedullary nailing of a comminuted femoral diaphyseal fracture: a case report. Cureus 14(5): e24747. Doi 10.7759/cureus.24747.

Event description:
It was reported that on literature review "perforation of the knee joint following antegrade intramedullary nailing of a comminuted femoral diaphyseal fracture: a case report", 1 patient had left knee effusion and pain, x-rays showed delayed union of the femoral shaft fracture and the intramedullary nail had migrated distally and anteriorly, later CT revealed the distal tip of the nail had perforated the anterior trochlea into the joint after a cephalomedullary nail fixation procedure using a trigen meta-tan antegrade femoral nail device. The event were treated by revision surgery for exchange the nail to a competitor system, also for irrigation and drainage. The patient demonstrated marked improvement in mobility and pain over the acute postoperative period. No further information is available.